Event description:
On (B)(6) 2011, father reported the infusion device piston rod was bent and this caused insulin to leak into the cartridge compartment. Pt experienced elevated blood glucose in the mid-200's mg/dl as a result, and target blood glucose is 80-180 mg/dl. Pt corrected hyperglycemia by delivering boluses through the infusion device. When the cartridge was removed on the day of the report, pt noticed a lot of insulin had spilled inside of the infusion device. Pt poured the insulin out of the cartridge compartment. The cartridge plunger was not stuck on the piston rod, and there were no visible leaks to cracks in the cartridge. The black plunger holder of the piston rod wobbled. Infusion device and adapter were replaced and requested for eval. The cartridge was also requested for eval. The pt did not require assistance from a healthcare professional or second party to address the issue.